Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that there was distortion of the support device. There was improper alignment for placement of the calcaneal screw during surgery to place a panta arthrodesis nail for talo-tibio-calcaneal arthrodesis. The pt will need additional surgery for bone construction and tibial and proximal calcaneal screw placement.